Event description:
A 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post cardiac catheterization for symptomatic coronary artery disease. The angio-seal device was deployed. A bruit was heard in the right femoral artery after the procedure. A duplex ultrasound revealed a focal dissection of the right common femoral artery with an occlusion of the right common femoral artery with very poor distal blood flow. The pt was recommended for surgical repair due to being at risk for thrombosis of the femoral artery. Under general anesthesia and following IV heparin 5,000 units, the common femoral rtery (cfa) was exposed. Suture was seen protruding from the anterior wall of the cfa approx 1 cm above the bifurcation. Upon opening the common femoral artery, no clot was noted, however; the angio-seal "foot plate" was sitting in the middle of the common femoral artery. In addition, right above this area there was an extensive dissection where an intimal flap from the posterior wall of the aorta had pulled up and occluded the lumen of the common femoral artery. The surgeon then performed and endarterectormy of this flap and totally excised about a 1 cm cuff of the intimal flap from the entire surface of the cfa. An area near the origin of the profunda femoral artery was tacked down with the suture also. The intraluminal angio-seal device was removed. A dacron carotid patch was sewn into the arteriotomy and the artery was flushed thoroughly. A nice pulse was noted in the proximal superficial femoral artery beyond the repair. In addition, a nice doppler signal was heard in the superficial femoral artery in the proximal profunda femoral artery. The skin was sutured and a dressing was applied. The pt was extubated and transferred to the recovery room in stable condition with a palpable dorsalis pedis pulse in the right foot and a well perfused right foot.